Event description:
Material: unknown batch#: unknown it was reported by the customer that looks like we had a rather serious cracked luer lock verbatim: rcc received a complaint via email. Email(s) attached. Looks like we had a rather serious cracked luer lock.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The customer reported the luer cracked, and returned one used sample of material 20027e, lot 24059027. Upon initial visual examination, the set had a crack within the yellow female luer, and the complaint was verified. The investigation was continued by the supplier of the component. The supplier was unable to find a root cause for the issue. All of their quality controls in place for the reported material and lot had no issues, and there was no defects that would have pointed to the issue. No actions were taken as a result of this, as well as the low defect rate and no similar reported issues. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.